Event description:
It was reported that during a right thyroidectomy procedure, when the surgeon was taking small bites of the thyroid tissue, the tissue pad melted. No piece fell into the patient. No error codes were displayed. They used a second like device to complete the procedure with no reported patient consequence.

Manufacturer narrative:
(B) (4). (B) (4). Evaluation summary: the analysis results found the device was returned in good condition. The device was tested with a generator and was functional. The tissue pad was examined and normal wear was visually seen and 100% present.